Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-02348 and 1627487-2012-02349. It was reported the pt complained of pain at her surgery sites and discomfort to the touch and fluid was oozing from her surgical wounds. It was reported she had developed an infection at her ipg and anchor sites and consequently the system was explanted. Cultures were taken; however, the results are currently unknown. The pt was treated with intravenous antibiotics and the infection resolved. It was reported the pt was later implanted with a competitor scs system.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.